Manufacturer narrative:
Additional information: on (B)(6) 2020, the photo investigation was completed. Photo investigation summary: the product was not returned for analysis but a picture was provided. During visual evaluation of the image it was observed that the product has an incorrect tab placement. A manufacturing investigation was opened to perform root cause analysis for this failure and to implement appropriate corrective actions. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown manufacturer¿s reference number: (B)(4).

Event description:
It was reported via email that a patient underwent breast surgery with 850cc mentor cpx4 with suture tab, tall height, smooth breast tissue expander and underwent device removal for an unknown reason. As a result, this is being conservatively reported to the FDA.